Manufacturer narrative:
(B)(4). Info was not provided by the initial contact. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a hals nephrectomy procedure, the device separated below iris during hand removal. There was no pt consequence.